Event description:
It was reported that an unknown complication occurred with an unspecified perclose closure device relative to an unspecified procedure. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
Estimated date of occurrence (B)(6) 2022. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.